Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00726.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00726.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown stem lot #: unknown, item #: unknown unknown neck lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03438 stem, 0001822565 - 2019 - 03434 neck. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing unknown issues approximately 10 years post-implantation. No revision has been reported to date. Attempts were made to obtain additional information; however, none was available. No further event information available at the time of this report.